Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not working. Upon explant, the device was observed to be empty due to fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.